Event description:
Consumer reported complaint for physical defect of test strips. Complaint was reported via e-mail. Customer¿s e-mail stated that the line on the sample tip (end where sample is drawn into test strip) is not a complete line. Test strip lot information was not provided. Manufacturer sent reply e-mail, as the customer did not provide a contact telephone number. No symptoms and no medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up e-mails to obtain additional information and to be able to assist with the initial concern - unable to establish contact with customer at this time.